Manufacturer narrative:
(B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported shaft detachment and shaft bends/kinks were confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 2.5x15mm xience sierra referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a very complex, heavily calcified lesion in the heavily tortuous distal and medial left anterior descending artery. During advancement of the 2.50x15 mm and 2.50x18 mm xience sierra stent delivery systems (sds), both of the sds failed to cross due to patient anatomy. It was reported that both devices had kinks in the proximal shaft and the proximal shaft separated into two pieces. The two sds were simply removed from the anatomy. Ultimately three xience sierra stents were implanted successfully and the patient outcome was good. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.